Manufacturer narrative:
Article citation: ¿incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range¿ by frederic seigle-murandi, francois lefebvre, catherine bruant-rodier, frederic bodin, published in journal of plastic, reconstructive & aesthetic surgery, volume 70 , issue 1 , 42 - 46, published online 11/10/2016. The corresponding author was unable to provide the device serial number and patient information. Device labeling: "potential adverse events that may occur with silicone gel-filled breast implant surgery include :implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing.¿

Event description:
Reported event of unknown side ¿rupture¿ as noted in ¿incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range.¿ the ruptured device was explanted.